Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch for out of range impedances. The system also displayed noise and oversensing. Isometrics were performed where noise was able to be elicited. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure. It was also reported that the lead was suspected to have fractured. The lead was surgically abandoned; the device was explanted. There were no additional adverse patient effects reported.